Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2010, product type: programmer, patient. Product ID: 3889-28, lot# v399340, implanted: (B)(6) 2010, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they never had therapeutic effect and was on group 2 with amplitude set at 0.9. The patient noted that there was no known incident or accident related to this event. Additional information was received from the patient on (B)(6) 2010. The patient reported that they had a loss of therapeutic effect, the patient was experiencing heavy leaking episodes on group 2 at 1.0. The patient changed to group 3 at 1.5 and was going to try and see if it was helpful with their leaking. Additional information was received from the patient on (B)(6) 2010. The patient reported that they met with their healthcare professional (hcp) on (B)(6). The patient tried programs 2 and 3, but was on program 4 at 1.6 at the time of report. The patient noted they had not tried program 1 or had the device reprogrammed. The patient was still experiencing leaking and floods with stimulation on. The patient noted that when they went to increase to 1.7 the stimulation would be too painful. The patient stated that it was hard for them to tell if the therapy was helping with symptoms and noted that their goal with the hcp was to get the device programmed to the point where they would not leak. The patient was advised to follow up with the healthcare professional (hcp) at their appointment on (B)(6). Additional information was received from the patient on (B)(6) 2017. The patient reported that their system was removed because it was not controlling their urgency symptoms. The patient stated that during surgery it was found that the wires were jammed and scrunched, like the thing flipped or something. The patient noted that a manufacturer representative (rep) was at the hospital and used their device to determine that the system was not working prior to surgery. The patient stated that their healthcare professional (hcp) did not think it was placed properly, so the new system was placed on the other side. The patient noted that prior to the surgery they tried to make programming changes in an effort to regain symptom control, but it did not help. Additional information was received from a rep. The rep reported that they did not recall being made aware of any issues with the lead or the placement of the device. No further complications were reported or were expected.